Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor would not turn on when power was applied and that the led indicator would not illuminate. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the monitor of the navigation system showed lines through it then lost display functionality. Restarting the navigation system and reseating cables on the monitor did not resolve the reported issue. It was reported that a second monitor was used to completed the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to replace the monitor. The hardware, software, and instruments then passed the system checkout.

Manufacturer narrative:
Additional information: patient age and weight provided.